Manufacturer narrative:
Section d10 references: product ID b3400060m serial# (B)(6) product type extension product ID b3301542 serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID b3400060 serial# (B)(6) implanted: (B)(6) 2022 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was high impedance on left contact #0 with 9253 ohms. Multiple impedance checks were performed confirming high impedances. Patient may be reprogrammed to contact #1 with normal impedances. There are no known p atient/external/environmental factors contributing to this event. The issue has not been resolved at the time of this report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3301542 (serial:(B)(6)); product type: 0200-lead; implant date (B)(6) 2022; explant date brand name sensight; product ID b3400060 (serial:(B)(6)); product type: 0191-extension; implant date (B)(6) 2022; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient got an error 2703 when they tried to increase stimulation. The manufacturing representative (rep) didn't know how high the patient got, other than the patient has high settings due to an obsessive compulsive disorder (ocd) indication. Technical services reviewed causes of the out of regulation error. The rep is going to meet with the patient to check to make sure there is not an open circuit. No symptoms were reported. Additional information was received stating that there was high impedance on left contact #0 with 9253 ohms. Multiple impedance checks were performed confirming high impedances. Patient may be reprogrammed to contact #1 with normal impedances. There are no known p atient/external/environmental factors contributing to this event. The issue has not been resolved at the time of this report.